Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that when the system was placed on the mayo stand, the battery flashed with a red light and the system began to activate on its own. Smoke and a burning smell were noticed by the staff. There was no patient or staff injury.

Manufacturer narrative:
(B)(4). One ultrasonic dissector, a reusable battery pack and a generator were received for evaluation. The reported condition of the system self-activating was not confirmed through testing. The tones heard were more likely the device repowering up or signaling a communication loss due to intermittent contact with some contact pins that were found to be charred. The damage is suspected to have been caused by the use of unapproved chemicals to sterilize the battery. The cordless ultrasonic dissector cannot be adequately cleaned or sterilized for safe reuse and is, therefore intended for single use.